Event description:
Jackson platt drain was placed in abdomen following open cholecystectomy. While removing the drain 2 days later the rn met slight resistance and changed direction with removal. Tubing snapped and jp drain remained in pt. No excessive force was used when attempting to remove. Returned to surgery the next day for removal.